Event description:
Procedure: vats. According to the reporter: the instrument could not be fired after the cartridge was loaded successfully. The surgeon changed to another instrument to complete the surgery. Surgery time was extended by more than 30 minutes.